Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 150 ohms in the triad configuration. As a result, the physician decided to implant a subcutaneous implantable cardioverter defibrillator (s-ICD) system and leave this rv lead and the associated device in-service to provide back-up ventricular pacing. No additional adverse patient effects were reported.